Manufacturer narrative:
The lot number has been provided and the DHR are being reviewed. The investigation is currently underway.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, after the device was primed for preparation of the second sample acquisition it fired on its own. Another device was used to complete the procedure. There was no reported pt injury.